Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred when the charged coupled device unit was damaged due to physical stress applied to the insertion part during handling by the user. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported intermittent image loss when articulating with the evis exera iii bronchovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, no image appeared via the v line. Additional findings included restricted movement in the forceps and brush passages, air mixed and no suction on the suction flow function, and ¿multiple squashes¿ and a crimped and damaged near boot on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.